Event description:
Customer reports an over infusion of protonix. User started an infusion of protonix to run at 8 ml/hr. The nurse observed that after approx 1 hr, the entire 100 ml bag containing the protonix had gone into the pt. No pt harm or medical intervention reported. Review of the device log showed that the over infusion was a result of a programming error. The data shows the device was infusing at 100 ml/hr before and after the reported incident time. At 7:09 pm, the device was programmed with guardrails drug: pantoprazole (protonix) IV - 40 mg/100 ml with a default volume duration (intermittent) infusion, vtbi set at 100 and the duration set at 15 minutes. With this programming, rate is calculated at 400 ml/hr. The user changed the mode to rate volume infusion and changed the rate to 100 ml/hr. At 8:11 the module alarmed for infusion complete with total volume infused 100 ml.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.